Event description:
It was reported that a user on the first full day of ilet use contacted support for education and reported a post-meal blood glucose of 232 mg/dl without symptoms; the agent advised that transient hyperglycemia can occur as the algorithm adapts in early use and provided troubleshooting and education. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no hospitalization, and no alerts or alarms. Investigation included support-led troubleshooting and education. Investigation of this case revealed no device malfunction and no component issues, with postprandial hyperglycemia considered consistent with early algorithm adaptation and meal-related glucose excursion. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use-related and physiologic factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.